Event description:
It was reported that the artificial urinary sphincter (aus) was removed due to incontinence. It was noted there was a pin hole in the cuff resulting in fluid loss. There were no further patient complications reported.